Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is deceased and died one day post implant of the implantable pulse generator (ipg) system. Additional information received reported the patient had a device check the morning after implant and no issues were identified. The patient was ambulating with physical therapy staff when became short of breath and passed out. Resuscitation efforts were initiated and the patient was found to be in ventricular fibrillation (vf). An echocardiogram was performed and no effusion or tamponade was observed. Resuscitation efforts were stopped and the patient was declared deceased.